Event description:
It was reported to gore via voluntary medwatch (B)(4) that a patient describes having a hernia repair in (B)(6) 2004 with an unspecified gore-tex mesh. In (B)(6) 2011, the patient describes that the mesh was infected after a hysterectomy. Follow-up communication with the reporter revealed that during a second procedure to remove the mesh, in (B)(6) 2011, it was noted that the mesh had been cut through and only stray pieces of the mesh were present. Additionally, the reporter indicated that the mesh was cut during the hysterectomy. The reporter continues to be under the care of her physician.

Manufacturer narrative:
(B)(4).